Event description:
System removal, due to infection. Competitive device will be returned to competitor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).